Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e0119 captures the reportable event of loss of consciousness. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e2321 captures the reportable event of low blood pressure.

Event description:
It was reported that prior to the procedure the patient was given valium and percocet prophylactically. After the procedure, the patient looked pale and tried to stand, however he fell and lost consciousness. The patient also vomited, and the physician decided to call an ambulance. The patient was sent to the emergency room (ER), where his blood pressure went back up after five hours. The physician believed that the patient experienced a vasovagal response. The patient's condition was reported as fine.